Manufacturer narrative:
Visual examination of the returned articular surface confirmed that the dovetail feature appears to be compressed on one side and slightly flared out on the other and the rail was damaged on the posterior side as a result of removal of the implant. It was also noted that there are scratches on the device. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the issue encountered are related to the surgical technique.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat on the tibial plate.